Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by leakage during user handling and water invading the device which caused abnormality in electrical components. The events can be detected/prevented in accordance with the following instructions for use: inspection of the endoscopic image and leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited no image due to damage on the charged coupled device unit. There were no reports of patient involvement.